Manufacturer narrative:
The reported events of helix mechanism issue and helix damage were confirmed. A complete lead was returned in one piece for analysis. The helix was retracted/bent and clogged with blood/tissue. X-ray inspection found no anomaly at the connector region. X-ray examination of the helix mechanism found the helix bent consistent with procedural damage. The cause of the reported events was isolated to helix bent and clogged with blood/tissue consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During left bundle branch area pacing (lbbap) lead placement, it was noted that the lbbap lead helix damaged and failed to extend. The lbbap lead was not used and replaced during the procedure. There were no patient consequences.